Event description:
It was reported that during an unknown procedure, clips were malformed and did not hold on the tissues. Another like instrument was used. There was no adverse patient consequence.

Manufacturer narrative:
Serial # = na.